Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during a lavh, the tissue pad was damaged and partially detached off. As the fragment was shown on screen, the surgeon noticed the tissue pad was damaged. The fragment found on screen was retrieved from the patient. Also, a nurse found another fragment on gauze. Although it seemed that there was no missing part of the tissue pad, the abdominal cavity was irrigated thoroughly with more than 2000cc water. Another device was used to complete the case. The doctor commented that no pieces were left inside the patient. There were no adverse consequences to the patient. The operation was long and the device was activated without having tissue between the blade and the tissue pad. Also, the tissue pad was wiped multiple times with gauze by a nurse. The sales rep inserviced to the operation staff about the usage of the harmonic instrument again. One device will be returning.

Manufacturer narrative:
(B)(4): added additional information the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.